Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that a remote transmission was received with a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to lead impedance warning and oversensing of noise with sensing integrity counter (sic) and ventricular tachycardia non-sustained (vt-ns) episodes. The patient¿s healthcare provider was informed of the event. The patient later went to the emergency room due to an audible alert and chest pain. The patient was given a life vest and the rv lead was programmed off until lead revision. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.